Manufacturer narrative:
D10 - concomitants: (B)(6), 188-00-09 -wedge plasma s/o sz 9. H3: customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that this patient's hip was revised approximately 3.5 years post initial operation. The patient fell down and had dislocation of bipolar cup. Next day, this patient went to see a doctor and surgeon found out disassociation of femoral head from bipolar cup via imaging system when he performed a closed/manual reduction by using imaging system. In this situation, he decided to perform revision surgery and femoral head and bipolar cup were replaced to new ones. This femoral head came off this bipolar cup without disassociation of locking ring.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The complaint device was evaluated, and the reported event was not confirmed. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; it may be due to soft tissue tension, implant positioning, the reported patient fall and/or implant selection. However, the failure could not be confirmed because relevant patient information, images, or radiographs were not provided. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.